Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In 2015, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain ("severe abdominal pain"), back pain ("severe back pain"), menstrual disorder ("excessive menstrual cycles") and adverse event ("abnormal symptoms"). The patient was treated with surgery (bilateral salpingectomies and/or hysterectomy to remove the essure device). Essure was removed in (B)(6) 2016. At the time of the report, the device dislocation, abdominal pain, back pain, menstrual disorder and adverse event outcome was unknown. The reporter considered abdominal pain, adverse event, back pain, device dislocation and menstrual disorder to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: full occlusion of fallopian tubes incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of embedded device ("migration of implant/migration ofessure device/ device was lodged in my uterine wall") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included recurrent abortion. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("severe abdominal pain"), back pain ("severe back pain"), menstrual disorder ("excessive menstrual cycles"), adverse event ("abnormal symptoms"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), hormone level abnormal ("hormonal changes"), dysmenorrhoea ("dysmenorrhea (cramping)") and uterine pain ("uterine pain/ sharp and doubling pain"). The patient was treated with surgery (bilateral salpingectomies and/or hysterectomy to remove the essure device). Essure was removed in (B)(6) 2016. At the time of the report, the embedded device, genital haemorrhage, abdominal pain, menstrual disorder, adverse event, female sexual dysfunction, hormone level abnormal and dysmenorrhoea outcome was unknown and the back pain and uterine pain had resolved. The reporter considered abdominal pain, adverse event, back pain, dysmenorrhoea, embedded device, female sexual dysfunction, genital haemorrhage, hormone level abnormal, menstrual disorder and uterine pain to be related to essure. The reporter commented: were you advised of any complications from your essure removal procedure? Yes diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: unilateral occlusion . Most recent follow-up information incorporated above includes: on 8-nov-2018: pfs received- pt changed from device dislocation to embedded device. New reporter and height were added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of embedded device ("migration of implant/migration ofessure device/ device was lodged in my uterine wall") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included recurrent abortion. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("severe abdominal pain"), back pain ("severe back pain"), menstrual disorder ("excessive menstrual cycles"), adverse event ("abnormal symptoms"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), hormone level abnormal ("hormonal changes"), dysmenorrhoea ("dysmenorrhea (cramping)") and uterine pain ("uterine pain/ sharp and doubling pain"). The patient was treated with surgery (bilateral salpingectomies and/or hysterectomy to remove the essure device). Essure was removed in (B)(6) 2016. At the time of the report, the embedded device, genital haemorrhage, abdominal pain, menstrual disorder, adverse event, female sexual dysfunction, hormone level abnormal and dysmenorrhoea outcome was unknown and the back pain and uterine pain had resolved. The reporter considered abdominal pain, adverse event, back pain, dysmenorrhoea, embedded device, female sexual dysfunction, genital haemorrhage, hormone level abnormal, menstrual disorder and uterine pain to be related to essure. The reporter commented: were you advised of any complications from your essure removal procedure? Yes . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: unilateral occlusion . Most recent follow-up information incorporated above includes: on 8-nov-2018: pfs received- pt changed from device dislocation to embedded device. New reporter and height were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s)).'), uterine perforation ('posterior side at the cornua of the uterus.'), embedded device ('migration of implant/migration of essure device/ device was lodged in my uterine wall') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "left fallopian tube remains patent". The patient's medical history included recurrent abortion, chest pain, dyspnea, nausea, post-traumatic stress disorder, depression, plantar fasciitis, uterine bleeding and uterine fibroids. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain ("severe abdominal pain"), back pain ("severe back pain"), menstrual disorder ("excessive menstrual cycles"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)") and uterine pain ("uterine pain/ sharp and doubling pain") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (ablation, laparoscopic bilateral tubal fulguration. And bilateral salpingectomies and/or hysterectomy to remove the essure device). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, uterine perforation, embedded device, genital haemorrhage, abdominal pain, menstrual disorder, female sexual dysfunction, hormone level abnormal and dysmenorrhoea outcome was unknown and the back pain and uterine pain had resolved. The reporter considered abdominal pain, back pain, dysmenorrhoea, embedded device, fallopian tube perforation, female sexual dysfunction, genital haemorrhage, hormone level abnormal, menstrual disorder, uterine pain and uterine perforation to be related to essure. The reporter commented: were you advised of any complications from your essure removal procedure? Yes right tube does not appear to be patent, there is filling of a small portion of the tube. Failed essure sterilization with left tubal patency endometrial ablation and essure dec2015, right essure coil perforated to the right knee, diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: results: unilateral occlusion. Pathology test - on an unknown date: diagnosis uterus, intrauterine device, removal uterine device consistent with essure identified (gross diagnosis). Most recent follow-up information incorporated above includes: on (B)(6) 2019: fu 4 & 5 process together. Pfs received event "perforation (fallopian tube(s))" was added. Surgery information was updated. On (B)(6) 2019: fu 4 & 5 process together. Medical record received reporter information, patient demographics and patient aka name were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.